Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) lead. It was also reported that the device was unable to capture. The lead was reprogrammed and remains in use. Repositioning of the lead is planned but has not yet taken place. No patient complications have been reported as a result of this event.